Event description:
The contact stated that, the customer's contour meter read high compared to his doctor's meter. While troubleshooting, she performed control tests and received results of 208 and 209 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The contact disposed of the test strips, so no product is available for return. Replacement test strips were sent to the customer.